Event description:
Pump declared an altitude alarm. Customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Customer reported the issue with the same pump previously, prompting cts to send a replacement pump with updated software and provide further instructions for the return and setup of the new device.